Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 2 patients on a cobas e 801 module. On (B)(6) 2024, patient 1 had an initial troponin result of 160 ng/l. A new sample was collected an hour later and the troponin result was <3.00 ng/l with flag. The second sample was repeated and the result was 3.44 ng/l with flag. The initial sample was repeated and the result was <3.00 ng/l with flag. On (B)(6) 2024, patient 2 had an initial troponin result of 86.4 ng/l. A new sample was collected and the troponin result was 14.2 ng/l. The initial sample was repeated and the result was 13.0 ng/l. The second sample was repeated and the result was 13.9 ng/l.

Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. It was found that there was dust on the analyzer's grip wheels, particles in the plasma of sample 1, and clots and fibrin in the supernatant liquid of sample 2. The root cause of the event was found to be consistent with pre-analytical sample handling issues. No product problem was identified.